Event description:
The senior medical affairs specialist spoke with the patient/layperson in late 2008, and confirmed information she reported to customer service on the previous month, regarding her one touch ultra meter. Unable to resolve the reported issue, customer service had replaced the product. For three months, the patient reportedly did not test due to an alleged apply sample prompt- seen after she had applied blood to the test strip. The pt said she continued her daily insulin regime of 35 units humalog both morning and evening. On a day prior, between 3 and 4 pm, the patient reportedly became sweaty and weak. Unsure what her blood glucose was, the pt said she felt better after drinking orange juice and eating a cookie. Although the pt had injected her morning insulin, she had not yet taken the evening dose. Because the pt's symptom of sweating can be associated with severe hypoglycemia, and had been unable to use the meter after the reported issue, the complaint is reported as an MDR.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report. And test strip lot number is not provided.